Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that "when the operator used it with solis, a medical support rental product, the blockage alarm went off. The operator changed the cassette, but it didn't stop ringing. It seems that it could be used if solis was changed to legacy". This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2025-01464. Please reference file mrn 3012307300-2025-06311 for all details pertinent to this event.